Event description:
It was reported that the patient's right ventricular (rv) lead had been exhibiting an increase in capture thresholds over time. The lead was capped and replaced on (B)(6) 2022 during routine device change out procedure. The patient was in stable condition.